Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that a health care provider called boston scientific technical service (ts) asking to perform a trans telephonic monitoring (ttm) interrogation as this patient experienced a syncopal event. The ts consultant stated that they can not do that, but a sales representative can be paged to come out and perform and interrogation. Attempts to gain additional information regarding any subsequent interrogation have been unsuccessful. To date, there have been no additional adverse patient effects reported.